Manufacturer narrative:
This event of separation between the hub of the cannula assembly and the y connector prior to being used in patients resulted in expanding the lot numbers impacted by this separation failure thus also expanding the recall lots affected to now include the original lot 15180 plus new lots: 15286, 15287, 15300, and 15305 - currently in-progress and this was also reported to (B)(6) authorities in the (B)(6) offices (ms (B)(6)). A corrective action to use ultraviolet light for bonding with loctite adhesive has also been implemented and now being provided to all affected parties requesting product replacements.

Event description:
The hub of the product disconnected from the y connector prior to product use during product handling.